Manufacturer narrative:
Final device analysis of the lead revealed the following: no anomaly found. The returned lead was connected to a known good ens and screening cable. The electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer. Normal impedances were observed on every electrode pair. Final device analysis of the stylet revealed the following: no significant anomaly found. The stylet wire was bent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported after lead replacement there was no response. There were a few trials that did not work on any of the electrodes or with a new cable. After a new lead was placed there was stimulation immediately. There was no injury to the patient. There was no action required as a result of this event.

Manufacturer narrative:
Concomitant medical device: product ID: 3387-40, lot#: 0205659874, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.